Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on september 13, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Re-implantation is planned but has not occurred as of the date of this report september 13, 2016.